Manufacturer narrative:
As the lead was not returned, the serial number of the lead was not provided, and the implantation and explantation dates are unknown, no evaluation can be performed. The only available information is the fluoroscopy, which shows dislodgement of the atrial lead. This case is being monitored as part of ongoing trend analysis.

Event description:
Atrial lead dislogement was spotted.